Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having extension of sc oliosis growth rods/scoliosis with solera 4.75 system due to scoliosis. It was reported that the setscrews was extremely hard to remove, hence the breaking of the drivers.  There was no patient symptom reported. The surgery was delayed to get extra drivers. There were no further complications reported regarding the event.